Event description:
The customer reported that the system intermittently displayed an error message followed by a loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, single board computer, hard drive, controller board, I/o transition board, high voltage power supply, generator backplane, low voltage power supply, and the 5 volt power supply, and reloaded system software and calibration files. The system operates as intended.